Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/02/2017. (B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that following insertion the patient experienced rectocele, vaginal scarring, dyspareunia and urge urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent sling revision on (B)(6) 2011 by dr. (B)(6). It was reported that the patient underwent intravaginal injection of botulinum a toxin on (B)(6) 2015 by dr. (B)(6). It was reported that the patient underwent intravaginal excision of vaginal scar, injection of botulinum a toxin on (B)(6) 2012 by dr. (B)(6). It was reported that the patient underwent posterior colporrhaphy on (B)(6) 2014 by dr. (B)(6). It was reported that the patient underwent sling revision on (B)(6) 2015 by dr. (B)(6).